Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated, and the reported gripper actuation issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific issue at this time. All information was investigated, and the user technique and/or procedural conditions of gripper actuation attempts while inside the anatomy, likely contributed to the observed gripper cover becoming caught in the harness resulting in the reported gripper actuation issue. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the left atrium (la) when simultaneous gripper movement was attempted however it was noted one gripper would not lower. The cds was removed from the patient anatomy and tested where it was noted the gripper could only be manually moved down. A new mitraclip was used, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.